Manufacturer narrative:
(B)(4). One of the complaint mr290v vented autofeed humidification chambers is en route to fph in (B)(6) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the feedset tubes and the water bag spikes of three mr290v vented autofeed humidification chambers. This was observed during use on patients. No patient consequence was reported.